Event description:
It was reported that the oxygenator was being used during extracorporeal membrane oxygenation (ECMO) support. A reddish area visible in the oxygenator was noted as well as excessive condensation dripping from the oxygenator. The customer performed pre/post oxygenator gasses and they were "normal". The customer continued to use the oxygenator.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: through review of the available information and photograph, the external manufacturer (eurosets) determined that there is no fault related to the oxygenator. The submitted oxygenator photo was reviewed which confirmed a reddish area in a section of the fibers above the blood outlet port. The bottom of the oxygenator was not able to be inspected from the photo; therefore, review of the photo was unable to confirm the report of excessive condensation dripping from the oxygenator. The eurosets amg pmp oxygenator, lot #7559308, was reportedly disposed of by the account. Based only on the available information, the manufacturer (eurosets) determined that there is no fault related to the oxygenator. The reddish area is due to the geometric characteristics of the bundle of fiber. The production documentation for amg pmp oxygenator, lot number 7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue occurred less than 6 hours after initiation of support.